Event description:
The customer tested her blood glucose using her breeze 2 meter and received a reading of 123 mg/dl. She retested using her contour meter and received a reading of 72 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer test strips were discarded, product info cannot be obtained. The meter info was provided.